Event description:
It was reported a minicap transfer set was difficult to disconnect from the homechoice cassette. When peritoneal dialysis therapy was completed, the patient could not disconnect the patient line from transfer set. Additionally, each time the patient attempted to disconnect the transfer set, the female connector (dark blue screw tip) of transfer set would ¿unscrew¿ from the main body of the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5111953 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.